Event description:
It was reported that cadd legacy pump device under delivered the requirement for volume test-value was 18.27, foggy lens. No patient injury reported.

Event description:
Additional information received: event did not occur while in use by patient. Found during testing. No patient injury.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4) . No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed label are all intact. During functional testing, the reported complaint was duplicated. Failed accuracy test during the investigation. Device under delivered the requirement for volume test value issue during the investigation. Running three accuracy tests, the pump was found to be under delivering to the manufacturing specifications and lens was foggy. Replaced expulosr assembly and lens.